Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 143.5 and 144.5 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The introducer sheath was damaged approximately 60.0 cm from its proximal end. Conclusions: evaluation of the returned pod6 revealed a functional device. During functional testing, the pod6 was advanced through a demonstration microcatheter without issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the reported complaint was unable to be confirmed. Further evaluation revealed pusher assembly kinks and damage on the introducer sheath. These damages were likely incidental to the reported complaint and may have occurred post procedure or during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6. During the procedure, the physician experienced resistance after advancing the pod6 past the hub of the non-penumbra microcatheter and was unable to advance the coil any further. Therefore, the pod6 was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.